Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, black rubber like material protruding from the air/water nozzle could not be identified and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system ·inspection of the air-feeding function ·inspection of the objective lens cleaning function¿ the event may reduced/prevented by following the instructions for use which state: ¿·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was black rubber, plastic material obstructing the air and water nozzle. As a result, water flow, water removal and water volume did not meet specifications. This finding was due to user handling. Upon further inspection, it was observed that the light cover glasses were chipped. It was also observed that the adhesive of the distal end had an uneven edge. It was observed that the insertion tube and light guide tube had minor marks. It was also observed that the image was out of alignment. Lastly, it was observed that the angle in the down, left and right directions did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope water channel is blocked. The reported issue occurred during routine maintenance of the scope. There was no patient/user harm or injury reported due to the event.